Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to moisture damage on the keypad traces. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube.

Event description:
It was reported that the customer received a button error alarm on her insulin pump, which was being worn in a sports bra. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 79 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.